Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of a jetstream xc-2.1 atherectomy catheter. The guidewire was in the device. The device was visually examined for any shaft damage. Visual examination noticed that there was a severe kink located 84.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device became stuck on the wire. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure in the leg. During the procedure, the catheter stopped all activity including rotation, aspiration, and infusion and became stuck on the wire. The device was removed and the procedure was completed with another 2.1mm jetstream xc catheter. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device became stuck on the wire. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure in the leg. During the procedure, the catheter stopped all activity including rotation, aspiration, and infusion and became stuck on the wire. The device was removed and the procedure was completed with another 2.1mm jetstream xc catheter. There were no patient complications reported and the patient's status was fine.